Event description:
According to the speech and language pathologist, the pt came into ER with leakage through the prosthesis which included stomach acid that was "burning his lungs." Looking at the stoma, the slp observed the one way valve on the distal end of the prosthesis was missing. The prosthesis was removed and a new one has been inserted without complication. The pt did not have any sequel due to this event.

Manufacturer narrative:
Leakage through the voice prosthesis is a common event in voice rehabilitation. Both patients and medical professionals are aware that the end of the device life time is that it starts leaking. This is mostly caused by normal candida overgrowth which eventually destroys the valve. The instructions for use clearly describes this and also instructs the patients that if leakage occurs they should occlude the voice prosthesis with an accessory, provox plug. In this case, the pt has failed to do so. The pt has been informed that if leakage occurs he should occlude the voice prosthesis with the provox plug and contact his clinician, as stated in the instructions for use. No medical action is considered to be necessary.